Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the mesh carrier was unable to release from the shaft tip into the internus muscle of the patient and the physician had to manually remove the mesh carrier from the shaft tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.